Event description:
It was reported that 2 of the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: I have two more IV catheters that are leaking from where the port that the introducer needle comes out of. I personally had the issue when I was inserting an IV, I had to remove the IV catheter and re site the patient's IV again.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that 2 of the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: I have two more IV catheters that are leaking from where the port that the introducer needle comes out of. I personally had the issue when I was inserting an IV, I had to remove the IV catheter and re site the patient's IV again.